Event description:
I had a scs implanted (medtronic) for chronic abdominal pain without a trial or much explanation. I received very little information on the procedure, the surgeon dr. (B)(6) ((B)(6)) told me he will explain all before the operation but in fact never did. I was asked to send my paperwork medical records to my health insurance company for approval and then got a date for the operation. Dr (B)(6) and an (B)(6) doctor who flew in from (B)(6) (no idea who, doctor (B)(6), an (B)(6) doctor is all I know) did the operation. I had very limited information before the operation, no trial, didn't know if it will be implanted, what make it will be, how big the battery, nothing. If I had a trial I would have never had the operation. I was awake most part of it and it was the worst most painful day of my life. The device is not working, in fact its causing me more pain. I am miserable and I want this device taken out. Don't know who to turn to. Thank you (B)(6) hospital address (B)(6); medtronic serial number (B)(4). FDA safety report ID# (B)(4).